Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer said that she had not eaten for two days now. The customer was not using auto mode feature at the time of reported incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not provide information about treatment for the high blood glucose. The insulin pump was not returned for analysis.